Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the monopolar curved scissors instrument would not cut. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's blades exhibited mechanical indentations/burrs. The scissors would not full close due to the blade damage. As a result, blades did not cut through the entire length and a cut test failed. One blade edge had an indentation between the midpoint and the tip that acted as a mechanical stop for the other blade when closing. Evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's tube extension had pad printing removed. The pad printing was removed from the tube extension at the distal end of the instrument. Evidence not conclusive, but pad printing removed damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument tube extension proximal, distal clevises and distal pulley exhibited mechanical indentations. The tube extension was broken near the proximal clevis interface and which also exhibited several mechanical damages. No evidence of arcing was found. Other damages found were near the tip, the proximal clevis, distal clevis, and distal pulley all had mechanical indentations. Failure analysis investigation also found a frayed pitch cable adjacent to the distal clevis damage. Damages are likely due to mishandling/misuse during usage. It was likely instrument to instrument collision played a factor to the damages found on the distal end of the instrument. No other damages were found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the pad printing removed, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.